Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2006. It was reported that during a programming session amplitude could not be increased. A full parameter diagnostic revealed high impedance values on several contacts. Sjm rep was able to program the system using valid contacts. The pt reported to have effective coverage. All the issues have been resolved.